Manufacturer narrative:
Updated fields: b4, e1 ( initial reporter, event site email), e2, g3, g6, h2, h11. Corrected fields: h6 (investigation findings, component codes).

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields - d7a. The failure analysis and testing department received parts 0997-00-0565 and 0103-00-0637 with a reported unit failure of a helium leak. The fat performed a visual inspection and found pn 0997-00-0565 to be in good condition. Pn 0103-00-0637 was found to have a damaged helium nozzle port. This damage would cause helium to leak from the system. Probable root cause for this is user error. The fat installed 0997-00-0565 in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failure confirmed for this part. Retaining the parts in the failure analysis and testing department. Root cause 1 (defective/supplier): contaminants may not be fully removed during the supplier cleaning process of the cardiosave high pressure regulator (0103-00-0637). Root cause 2 (procedure / requirement(s) ¿ gap): cardiosave service manual does not include a requirement to replace the quick disconnect male fitting o-ring as part of the annual preventive maintenance. A getinge field service engineer evaluated the unit and successfully completed a simulated treatment upon initially testing unit with testing catheter and simulator without issue. Completed helium leak tests on xcarc and x5. Identified x4 dropping steadily when closing the tank, far exceeding 20 psig after 5 minutes. With console out of the cart, observed x5 dropping 4 psig in about 4 minutes, thus failing the leak test. Given aforementioned readings out of tolerance, replaced high pressure regulator (0103-00-0637), (0997-00-0565) helium assy, as well as fill manifold. Post aforementioned replacements, successfully completed, a full system checkout without issues. Nothing unusual identified in the logs, attached for reference. The unit calibrated and passed all functional and safety tests per factory specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) had helium leak. There was no patient involvement.